Event description:
It was reported that, "after removing the pad, the staff reportedly found a quarter size burn where the pad was placed."

Manufacturer narrative:
The ground pad was returned. The quality engineer will conduct a review of the device production records, and do a thorough examination of the returned product. Upon receipt of the quality engieers customer complaint investigation report, I will file a supplemental report.